Event description:
The following description of the event and condition of the pt was copied from an e-mail from a carefusion product manager. "Stage 3 pressure ulcer on nose and septum." "On nasal CPAP for 3 months, skin irritation started to appear within the first week of use; used the small prongs alternating with the small masks; switched one infant over to hfnc. [Name removed] stated according to the sizing guide, the small prongs were too big for the infants nares." "No surgical repair required, both nasal areas have healed over."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility rep to a carefusion product manager. (B)(4). The user facility rep in conjunction with a carefusion product manager determined that the following issues were contributing factors in the root cause of the reported event: the user facility is treating smaller infants down to 600 grams with ncpap. The user facility has new nurses and respiratory therapists and there has been no recent training in the proper application techniques of the airlife series ncpap system (generator, mask, prongs and headgear).